Event description:
Revision surgery - bilateral. Fourteen year old poly. Exchanged the poly inserts and patella's.

Manufacturer narrative:
For clarification - bilateral revision of left and right knee's. Tibial inserts (both knees) 350-09-010 lot number 15161. Patella, left knee, 120-01-038 lot number 51861. Patella, right knee, 120-01-038 lot number 42261.